Event description:
The customer reported false positive results for antibody to heparins b surface antigen (anti-hbs) for one patient sample. A negative result was obtained by two other methods. There was no report of patient harm as a result of this event.